Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the g5 mobile application and operating system (os) were incompatible due to unsupported os update on the smart device. It was reported that the operating system for the smart device was not a supported system. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of the g5 mobile application and operating system (os) were incompatible due to unsupported os update on the smart device could not be determined. A root cause could not be determined.